Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. An insulation breach was noted during the procedure. The lead was capped and replaced on (B)(6). The patient was stable before, during, and after the procedure.